Event description:
It is reported that during surgery in 2007, the slap hammer was used to extract the trial femur. During extraction, the trial pulled off a large part of the lateral posterior condyle.

Manufacturer narrative:
Evaluation summary: the returned femoral provisional part was laid out and cmm inspected. The post on the medial side of the provisional is slightly bent and found to be out of position tolerance per cmm report which possibly caused the problem of posts not lining up with holes. It is likely that the slap-hammer was not aligned with the femoral axis while removing the femoral provisional and it resulted in bone pull off from posterior condyle during impaction. The cause of the problem appears to be bending damage to the post on the medial side of the femoral provisional but cannot be definitively determined. H6: evaluation codes: the medial post on the provisional is slightly bent according to the cmm reading. The provisional has a potential field age of over 8 years, and device history records indicate device manufactured to specification.